Manufacturer narrative:
(B)(4).this MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The hub fell off the PICC after being in use for 23 days, requiring that the PICC be removed and replaced. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.